Manufacturer narrative:
Doctor plans on replacing the right device once the perforation heals.

Event description:
Urethra perforation, patient right side balloon was delivered into the urethra. A foley catheter was placed. Cystoscopy confirmed right side balloon was delivered into the urethra.